Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and log files were not attached to this investigation. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for an internal communication error. There was no patient involvement. Manufacturer ref.#: (B)(4).